Manufacturer narrative:
One falsely depressed creatinine (cre2) test result was obtained for one patient sample from a dimension exl with loci module (lm). A siemens customer service engineer (cse) was dispatched to the customer site to inspect the dimension exl. The cse found a defective cuvette arm, two tubing leaks at the solenoid valves on the heterogenous module (hm) pump panel and a leaking r2 drain. The cse replaced the cuvette arm, replaced the tubing on the hm solenoid valves, replaced the r2 drain and replaced the sample probe. The cse verified instrument operation. The customer ran quality control materials with acceptable results. The cause of the falsely depressed creatinine (cre2) test result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
One falsely depressed creatinine (cre2) test result was obtained for one patient sample from a dimension exl with loci module (lm). The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cre2 results.